Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
See MDR # 1036844-2011-00402 for the first kit used. It has been reported that the catheter was being placed into the pt's right ij. A second kit was opened and again during insertion of the dilator, the tip became frayed. As a result, it was removed intact and a new kit was opened and used successfully for the pt. They do not know if there was a delay in treatment, no pt death, and no pt complications were reported.